Event description:
It was reported that a patient stroke occurred. A sentinel cerebral protection system was used during a procedure. The filters were deployed in the patient's innominate and left common carotid vessels. There were no holes noted in the filter material post procedure. The patient had a stoke a few hours after the procedure. It appeared to have been a left carotid stroke. The patient's right common carotid was totally occluded. No further information is available at this time.